Event description:
It was reported that a user with an ilet system and dexcom g7 continuous glucose monitor (cgm) experienced hyperglycemia while the pump displayed high on the cgm, and a confirmatory glucometer reading was 339 mg/dl; pump delivery logs confirmed insulin was being delivered, and the user reported announcing a smaller meal because the announcement occurred about 20 minutes after eating. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no medical intervention beyond product education. Investigation included review of insulin delivery reports and troubleshooting with user education regarding meal announcement timing. Investigation of this case revealed normal insulin delivery with no device malfunction, and the event was attributable to user error from announcing an incorrect meal size within the allowable meal announcement window. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
Initial.